Manufacturer narrative:
The technician found the head and knee valves were stuck. He replaced both valves to repair the bed.

Event description:
Info received indicates the beds sleep deck is flat and has no chair function.